Manufacturer narrative:
Manufacturer's investigation conclusion: the report of patient¿s right ventricle ICD lead experiencing noise from the vad could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas and the reported right heart failure cannot be conclusively determined through this investigation. The controller event log file contained data spanning from 02feb2020 at 18:39:13 to 04feb2020 at 15:02:31, per the timestamp. No notable alarms or unusual events were captured and the system appeared to have been operating as intended. It was reported that the patient had been experiencing multiple pi events and had complaints of increased lightheadedness in the early morning but was otherwise asymptomatic. The account also communicated that they were seeing noise on the patient¿s right ventricle lead during interrogation of the patient¿s boston scientific resonate ICD. The patient had been weaned off their beta blocker for right heart failure when the ICD was being interrogated due to electrophysiology procedures. The patient¿s symptoms resolved after the ICD¿s right ventricle lead and generator were replaced. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU warns the user that the heartmate 3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also warns that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. Additionally, the heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the a noise was seen on the patient's right ventricle during implantable cardioverter defibrillator (ICD) interrogation. The ICD is not an abbott product. No further information was provided.